Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of deteriorated foam. During the evaluation, deteriorated foam were visible. The device was scrapped as per customer request.